Event description:
This is filed to report an air embolism, hypotension, cardiac arrest, bleeding, intervention and death. It was reported that a mitraclip procedure was performed on (B)(6) 2022 to treat functional mitral regurgitation grade 4. When the clip reached the left atrium, the patient went into cardiac arrest and blood pressure dropped. The procedure was aborted with no clips being implanted. The mr remained a grade 4. The patient was treated with an aortic balloon pump and sent to the intensive care unit. The cardiac arrest and hypotension was thought to have been caused by air in the left atrium either caused by crossing the septum or the steerable guide catheter (sgc). It was later reported that the patient died. Per the physician, the left anterior descending (lad) coronary artery was closed and a pre-existing peritoneal bleed may have both caused or contributed to the death. The physician does not believe the mitraclip system contributed to the death, however the possibility of air entering the patient could still be a contributing factor to the cardiac arrest and blood pressure drop. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Event date estimated.

Manufacturer narrative:
The products were not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported death, hemorrhage, hypotension, and cardiac arrest appears to be due to left anterior descending (lad) coronary artery was closed and peritoneal bleed (patient conditions). Air embolism, death/expired, hemorrhage, hypotension, and cardiac arrest are listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported air embolism could not be determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. B2: was reported to be either 7/29/2022 or 7/30/2022.